Event description:
On (B)(6) 2012, the lay user/patient's reporter contacted lifescan (lfs) alleging that the patient's onetouch ping meter displayed an ''error 1'' message. The following complaint was classified based on documentation from the customer care advocate (cca). The reporter advised that the alleged product issue began on february 12, 2012 when the patient attempted to use the subject meter and obtained an ''error 1'' message. The reporter stated that the patient manages her diabetes with an insulin pump. She further stated that when the issue began the patient made no changes to her diabetes routine. It was reported that the patient became ''tired'' as symptoms developed due to the meter issue and it was further stated that the patient received insulin as treatment due to the product issue. During troubleshooting, the cca confirmed the message. Replacement products were sent to the patient there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms that meet the criteria for a serious injury suggestive of severe hypoglycemia or hyperglycemia. However, this malfunction is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.